Event description:
N/a.

Manufacturer narrative:
Additional information received: re-operation to add a valve was performed on november 4, 2022. The patient is in the follow-up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2022, the hakim valve (825422) was implanted to the patient due to subarachnoid hemorrhage (sah) via l-p shunt with unknown setting. On (B)(6) 2022, a valve obstruction was suspected. It is unknown whether the patient experienced any signs or symptoms. It was reported that revision surgery was scheduled to be performed on (B)(6) 2022; however, additional information has not been provided by the facility. Currently, patient outcome is unknown; no death or surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4, g3, g6, h2, h3, h4, h6, h10 the hakim valve (825422) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number was not provided therefore, device history record (DHR) was not possible as the lot number was unknown. The root cause of the reported issue could not be determined, however the possible root cause for the issue could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.